Manufacturer narrative:
Part number: 03.010.045, lot number: 4984118, supplier lot number. Manufacture date or release to warehouse date: 02/13/2006. Expiration date: n/a. Supplier/manufacture site: (B)(4). Mrr was generated on production of lot number 4984118, for cosmetic issue (nick & scratches). The parts were returned to the supplier for rework and 100 re-inspection was performed, confirming the parts meet visual conformance. This non-conformance is not relevant to the complaint issue as the mrr was only for cosmetics. Review of the device history record showed that there were no issues during the manufacture of production lot that would contribute to this complaint condition. Visual inspection: the standard insertion handle (p/n: 03.010.045, lot number: 4984118) was received at us customer quality (cq). Visual inspection of the complaint device showed some deformations on the top of the handle, near the ridges. Functional test: a full functional assessment was unable to be performed on the complaint device due to not receiving all the mating devices. The mating devices that were returned were able to be assembled without any issues, but no alignment issues could be checked due to missing mating devices. The complaint was not able to be replicated. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint is not confirmed as a complete functional test could not be performed. The partial functional test had no issues. However, there were some deformations on the top of the handle, near the ridges. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 while drilling for the distal screw of a retrograde/antegrade femoral nail, through the spiral blade attachment, the drill bit and screw both skived posteriorly missing the nail all together. The screw was aborted and the spiral blade was completed without incident. It is unknown if there was surgical delay reported. This report is for one (1) standard insertion handle. This is report 6 of 10 for (B)(4).